Event description:
The patient was admitted for an emergency case, due to an acute myocardial infarction. The target lesion was the 1st diagonal branch. The target lesion was de-novo and eccentric. Aha/acc classification of the vessel was a type b2. Pre-dilation was conducted with a balloon (2.5/15mm) at 4 atm for 120 seconds. A cypher stent was (2.5/18mm) was implanted at 10atm for 40 seconds. Post dilation was not conducted. There was a dissection proximal to the implanted cypher, but was not treated, because the physician did not want to place a stent at the bifurcation and also wanted to preserve the lad's main branch. Ivus was not conducted. Timi flow before the procedure was a 0 and 3 after the procedure. The residual % of stenosis after the procedure was 25%. Act was not measured.